Event description:
Additional information received. Product analysis was completed and reviewed. The analysis did not show any anomalies and the device functioned as expected. No other relevant information has been received to date.

Event description:
Additional information received. The suspected device was received by the manufacturer. However, product analysis is still underway. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was reported that the patent began experiencing shocking in the left chest. Shocking was associated with the stimulation of the device as when the device was interrogated the patient complained of pain. Neurology decided to change the generator to see if that would help the patient. The surgeon confirmed the lead had no breaks or cracks. The lead impedance was also confirmed to be normal. The device is being shipped back but have not been received to date. No other relevant information has been received to date.